Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose of 449 mg/dl. The customer stated he changed the infusion set and treated with the insulin pump. The customer stated he had issue with the infusion sets for three weeks. The customer explained that he inserts a new set and then realizes his blood glucose rises in about 24 hours later and he goes to give a bolus, and noticed insulin leaking from around the site. The customer declined troubleshooting. Last blood glucose reading was 404 mg/dl. The device will not be returned for analysis.